Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR.: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found the stent damaged with struts on the distal side bunched and overlapping. Stent moved proximally on the balloon. Based on the complaint report and the analysis performed, the damage may have occurred due to resistance being encountered during attempts to advance the device to the target lesion. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Crimp markings are evident on the exposed part of the balloon wall, indicating that a full crimp was achieved between the stent and balloon. The bumper tip of the device showed signs of damage to the distal edge of the tip. This type of damage is consistent with resistance being encountered on advancement of the stent delivery catheter through a calcified lesion site. A visual and tactile examination found several kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the outer and mid-shaft section found no issues with their shaft polymer extrusion profile. The outer extrusion, inner lumen and bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 31-aug-2016. It was reported that crossing difficulties were encountered. The 75% stenosed target lesion was located in a coronary vessel. After a guidezilla guide extension catheter crossed the lesion, a 4.00mmx12mm synergy drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with a 3.50mmx12mm synergy drug-eluting stent. No patient complications were reported and the patient's status was good. However, returned device analysis revealed stent damage and stent moved on balloon.